Event description:
It was reported that during a hepatectomy procedure, the handpiece got overheated during the procedure. It was changed by another one and the surgeon noted that the external coating was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Eval summary: the instrument was received with the nose cone cracked and the cable nicked. The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may have resulted for temperature issues to occur.